Event description:
The customer reported that she was experiencing high blood glucose of 294mg/dl, and the insulin pump was not alarming no delivery. Troubleshooting could not be performed as customer was driving while calling. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.